Event description:
It was reported that the customer experienced difficulty charging the pump. There was no adverse impact to the customer¿s blood glucose value. Reportedly, customer continued using pump for insulin therapy.